Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy when their ipg became inoperable due to not maintaining the ipg as recommended. Patient underwent surgical intervention to remove and replace the ipg. Issue has resolved and therapy has been restored post- operatively.